Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was a "device status error" warning on interrogation of the device. The device displayed normal function post interrogation and remains in use. No patient complications have been reported as a result of this event.